Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, the right atrial lead exhibited noise resulting in multiple noise reversion episodes. The noise could be recreated in clinic with isometrics. The electrical measurements were stable, the lead remained implanted and the patient would be monitored.